Event description:
The consumer reported that she had pain at the implant site and the implant sometimes gets hot. The indications for use were non-malignant pain and chronic low back pain.

Manufacturer narrative:
The manufacture report number provided with the initial medwatch report was incorrect. The correct manufacture report number has been provided with this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.